Event description:
It was reported that a patient was pre-operatively treated with heparin therapy. The patients' activating clotting time (act) was only 206 and results were received as they went in with the filter, but the procedure was decided to proceed despite the act not up to the desired level of 250. Additional heparin was given. An rx acculink stent was placed in a non-tortuous, non calcified, left internal carotid artery without issues and successful capture and removal of the emboshield nav 6 embolic protection device was done. Reportedly, one hour after the procedure, the patients had symptoms of loss of speech. The patient was diagnosed with middle arterial thrombus. A neurology specialist treated the patient with tissue plasminogen activator (tpa), a penumbra clot aspiration was done, and the artery was opened restoring the patients' speech. The patients' neurological status was back to baseline and the patient was released the next day as planned. There was a three hour delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction, and thrombosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). It should be noted the device use section of the IFU states: maintain the patients activated clotting time (act) at greater than 250 seconds throughout rx acculink carotid stent system usage to prevent thrombus formation on the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.